Event description:
In 2006 - the patient underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the ventralex hernia patch, the patient was caused to suffer, among other injuries, severe infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the patient was due to the ventralex hernia patch. Six months later - the patient underwent additional surgery to repair another umbilical hernia. Again, a ventralex hernia patch was used to repair the hernia. In 2008 - the patient underwent surgery to explant the ventralex hernia patch due to severe infection and bowel adherence. As a result of using the ventralex hernia patch, the patient was caused to suffer, among other injuries, severe infection, adhesion, bowel adherence and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient's event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. The reported event does not specify which, if not both, mesh patches were explanted in 2008, therefore, see MDR 1213643-2009-00509 for information related to the ventralex mesh implanted in 2006.